Manufacturer narrative:
The cause of the event could not be determined as no customer material was received for investigation. The investigation did not identify a product problem. The retention material of lot 38054800 was tested by visual reading with native urine and a nitrite dilution series. The results of the visual measurement fulfill our requirements. No false positive results observed.

Manufacturer narrative:
The customer's product was requested to be returned for investigation. Quality controls were run on each vial of test strips and the results were acceptable.

Event description:
The initial reporter received questionable false positive nitrite results for three patient samples. Each sample was tested at three different sites and all showed positive for nitrites upon visual read of the test strip. Microscopic examination of the samples was done to rule out any trace of nitrites and the results were negative. The samples were also tested using chemstrip 7 test strips and the results were positive. Refer to the medwatch with patient identifier (B)(4). The questionable results were reported outside of the laboratory.